Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the lead was fractured. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that at a routine device check, this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited oversensing. Additionally, high out of range pacing impedance measurements and high pacing threshold measurements were observed. It was noted the lead was programmed to unipolar configuration. The lead was checked in bipolar configuration and high out of range pacing impedance measurements were still observed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific technical services (ts) discussed the oversensed noise could be myopotential oversensing due unipolar sensing. Ts discussed troubleshooting and programming options. The local area field representative was contacted for additional information. It was reported the lead configuration was programmed to bipolar and the system will continue to be monitored. Should additional information become available this report will be updated.